Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that: "the inner packaging had a hole and the product fell out. Not implanted; packaging issue."